Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including two percutaneous leads on (B)(6) 2011. It was reported that he was without stimulation and unable to increase the amplitude for his programs. In an effort to resolve this matter, a reprogramming session will be scheduled. No further info is available.